Manufacturer narrative:
It was reported that the clear packaging is open, at the seal. No device malfunction was reported. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The clear packaging is open.